Event description:
Following a catheterization procedure (type not documented to manufacturer), an angio-seal device was placed in a pt's groin. Some time later (length of time not documented to manufacturer) the pt developed a thrombus which reportedly required surgical intervention. As of 01/04/1999 there has been no further report to the manufacturer of complication or add'l pt sequelae.